Event description:
It was reported it was reported that during implant the right ventricular (rv) lead had no sensing and noise. The rv lead helix was retracted and extracted to remove "tissue" attaching to it and the problem was resolved. It was also reported that the rv lead had high shock coil impedance and the defibrillation threshold testing failed and an external defibrillator was used. The pocket was opened and no loose pin was confirmed. It was noted that the new implantable cardioverter defibrillator (ICD) was wrapped due to a patient allergy and the moisture in the pocket was drained when suturing. The pocket was refilled with fluid and the impedance measurement returned to normal. Another defibrillation test failed and the lead was reprogrammed and the test was successful. The rv lead and ICD remains in use. It was later reported that it was concluded that the issues with the device and lead were due to tissue entanglement, not a product failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality to this event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product ID: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported it was reported that during implant the right ventricular (rv) lead had no sensing and noise. The rv lead helix was retracted and extracted to remove "tissue" attaching to it and the problem was resolved. It was also reported that the rv lead had high shock coil impedance and the defibrillation threshold testing failed and an external defibrillator was used. The pocket was opened and no loose pin was confirmed. It was noted that the new implantable cardioverter defibrillator (ICD) was wrapped due to a patient allergy and the moisture in the pocket was drained when suturing. The pocket was refilled with fluid and the impedance measurement returned to normal. Another defibrillation test failed and the lead was reprogrammed and the test was successful. The rv lead and ICD remains in use. Additional information was attempted to be obtained but was not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.